Event description:
An endurant stent graft was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that a distal type I endoleak from the right limb of the bifurcate stent graft was discovered when the patient returns for a follow up approximately five years and two months after the index procedure. Per the physician the distal type I endoleak was due to vessel dilatation. The patient received treatment. The physician implanted a limb extension, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.